Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer doctor reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer blood glucose level was 526 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery tests. No unexpected excessive no delivery alarms noted during testing. (B)(4).